Event description:
It was reported by dr's office that the door came open on a sterilizer during a sterilizing cycle. Nobody witnessed the event, but according to the dental asst, she started the unit to sterilize and left the room for 10 to 15 minutes and when she came back, the door was wide open and instruments across the room. The dr has purchased a new sterilizer and the dealer has already disposed of the old one. Due to this, a failure investigation on the actual unit will be impossible.